Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive and the screen became frozen. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy.